Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain and failed back syndrome ¿ other. It was reported that the patient presented to the emergency room (ER) with what appeared to be an overdose. The patient was staying awake with a narcan drip. The hcp wanted to have someone reprogram the pump. It was considered a sudden change in therapy/symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The patient had two episodes of passing out and the healthcare provider (hcp) wanted to take the old drug out and put new drug in by performing a system content removal. It was initially reported that the patient was receiving 5 mg/ml dilaudid at minimum rate. It was later reported that intrathecal 5 mg/ml bupivacaine was also in the pump reservoir. The intrathecal drugs were changed to 1 mg/ml for each of the drugs at 0.048 mg/day. The system content removal procedure was done. It was further stated that the patient was almost admitted twice to the emergency department, once in (B)(6) and once in (B)(6) 2017 "maybe". It was noted that the dates were not certain. No further complications were reported or anticipated.